Event description:
It was reported that a pt was undergoing surgery for post-operative bleeding following hysterectomy. Anaesthesia was induced using the device. The pt was placed in the 20 degrees head-down position (to facilitate surgery) and progressively high inflation pressures were required to ventilate the pt. Lung compliance was found to be markedly decreased. Airway pressures continued to rise in excess of 60 cm h20, with tidal volumes of only 20-30ml. Pulmonary cedema fluid was noted in the tracheal tube and device. The tube was disconnected distal to the device to allow suction and approximaely 100 ml of pulmonary cedema fluid was ejected under pressure. The tubing was reconnected and manual ventilation proved to be impossible. The device was changed for a larger model of the device. Ventilation immediately became easier and compliance and airway pressure returned to normal. During the couse of the remaining 45 minutes of anaesthesia, the larger device was changed a further three times. On each occasion airway pressures dropped by 10 cmh2o. No pt sequelae were reported.